Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. An hcp reported the customer received sensor scan results of 54 mg/dl and 78 mg/dl and experienced symptoms described as thirst, urination, and a loss of weight (2/3 kg). Customer had contact with an hcp who obtained readings of 250 mg/dl and 270 mg/dl on their device approximately one hour after the sensor scan results were obtained. Customer was diagnosed with hyperglycemia and dehydration and was treated intravenously "for rehydration". No further treatment was reported. There was no report of death or permanent injury associated with this event.